Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began between (B)(6) 2019, she was unable to give exact dates. She was unwilling to confirm how she manages her diabetes or if she made any changes to her normal diabetes management regimen. The patient alleged that 1 month after the issue began she developed symptoms of ¿headache, tiredness, blurry vision and urine smells¿. The patient disconnected the call, so it is not known if any treatment was required or received. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was evidence that the batteries needed to be replaced. Csr noted that when the batteries were replaced the issue was not solved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.